Manufacturer narrative:
(B)(4). The device was not available for evaluation; however, the customer did provide a photograph of the device. An inspection of the photograph could not determine if there was a flow rate issue. No other malfunctions or abnormalities were identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not fully infuse. The customer returned the device with a large amount of an unknown drug still in the device. There was no patient injury or medical intervention associated with this event. No additional information is available.